Event description:
Patient cared for in (B)(6), 2025 had two different shiley ett (endo tracheal tube) that suffered a kink at approximately 17 cm in, at the site of the entry of the pilot balloon to the mid-shaft of the ett. Identified retrospectively in 8/2025 as a possible manufacturing defect due to other occurrences and reported to FDA for tracking. Patient code: 4582. Device code: 2981. Reference report: mw5174605.